Event description:
Customer reported blood glucose result of 60 mg/dl, felt lightheaded, self-treated with orange juice, then 121 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.